Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The event was resolved without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient had an uncomfortable shocking sensation around their battery site. This would happen with positional changes and randomly while they were seated. No actions were taken at this time and the issue was noted to be ongoing. No further complications were reported or anticipated.